Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's dad reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis. The customer blood glucose level was 600mg/dl at the time of incident and the current blood glucose level was 231mg/dl. The customer was assisted with troubleshooting. The customer stated that the symptoms related to high blood glucose were diabetic ketoacidosis. The insulin pump will be returned for analysis.